Event description:
Home health nurse reporting pump issue. She replaced the batteries three times but did not work. She is getting an error code for "empty lithium batteries sending replacement. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6). Indication - other specified polyneuropathies.